Event description:
It was reported that the ultrasonic scalpel was not cutting or coagulating during a procedure. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the device revealed biological material from use on the distal tip and an indention in the teflon pad. Microscopic inspection of the scalpel rod/blade revealed a crack which originated from a gouge. The device was then connected to a scalpel generator and tested. Both buttons were able to activate the device; however, as a result of the cracked scalpel blade, the generator emitted a code 5 instrument error rendering the device non-functional. As the device was unable to function, it could not be used to coagulate. Based on the damage observed, the most likely cause for the report was determined to be an impact of the jaw with a hard object such as a staple or surgical clip during clinical use. Stryker sustainability solutions' instructions for use state: "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2011-00017 where an additional procedure had to be performed due to a vessel not being sealed during the original procedure, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.